Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the internal components of the driver revealed a broken wire on the piston and cylinder assembly's (pca) bottom dead center (bdc) sensor. During run observation testing, the driver alarmed within the first hour as a result of low cardiac output <3.5lpm observed on the driver's display. It is likely that the customer experienced a low cardiac output alarm. The root cause of the customer-reported fault alarm was determined to be the broken bdc black sensor wire, which caused the intermittent bdc sensor connection and resulting low cardiac output readings observed during the additional observation run testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.